Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that pump sleep mode did not activate as scheduled. There was no reported impact to blood glucose. Tandem technical support advised customer to monitor pump for further issues.